Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter packages arrived to a customer with poor seal integrity, noting that some arrived open. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was not returned for evaluation. However, a photo was evaluated. From the photo, it appeared that the packaged had been subjected to high temperature which causes the bottom web to shrink and become deformed near the end cap area of the vps part causing it to be force opened at the opening tab. A review of the device history record revealed no irregularities during the manufacture of the reported lot #7207496. Investigation conclusion: the bottom web material had shrunk and deformed. This causes the package to be forced opened and left an opened seal at the opening tab area. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Root cause description: there is no process in the manufacturing facility that could cause this nonconformance. There was 100% sorting done on sterile parts for this affected batch prior to shipment. Based on the above investigation result, the reported nonconformance occurred after the product was packed in our manufacturing and sterilization process.